Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system was implanted, along with a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2021, the patient reported emergently with leg pain after strenuous work. Imaging revealed the left leg of the trunk device was completely occluded. The patient was transferred to a hospital in madison, wi for treatment. There, dr. Archer did an open procedure and explanted the device. Patient outcome is unknown at this time. The physician has no opinion regarding the cause of the occlusion.